Event description:
On 2022-may-13, information was received from a healthcare professional (hcp), regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump. The hcp reported they had just refilled the patient's pump using a make-shift refill kit and 27-gauge needle. The hcp stated when finishing up refilling, the patient developed acute tailbone pain and loss of hearing. The hcp called 911 and the patient was sent to the emergency room. The hcp stated the patient had seizure like activity and was intubated. The hcp wondered if they possibly accessed the catheter access port (cap) instead of the refill port. Troubleshooting activities were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.